Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the helix will not extend due to being over-retracted, the helix disengaged from helical channel; blood observed in the distal conductor and in/on helix mechanism; full lead analyzed.

Event description:
It was reported the lead was implanted in the right ventricle; however, under fluoroscopy the helix did not appear to be fully extended. There were high impedance values of approximately 1900ohms. Multiple attempts to retract and extend the helix were unsuccessful. Consequently, the lead was explanted and replaced with a competitor's lead. No patient complications have been reported as a result of this event.